Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer's blood glucose was 532 mg/dl at the time of the incident. Customer was treated by a hospital. Caller stated that they have contacted their health care professional. Customer went to the emergency room for their high blood glucose on (B)(6) 2015 with a blood glucose reading of 532 mg/dl. The cannula was bent and customer's parents reported issues with the tubing connector not fitting properly on the reservoir and the needle in the connector being crooked. Customer was out of town prior to the cannula being bent. Customer's blood glucose was 571 mg/dl at the time of the incident. Customer treated with a manual injection and the pump. The needle was bent on the set when they were trying to change the set. The bent cannula occurred on the second day of use. Customer also had borderline diabetic ketoacidosis. After the set was changed, the customer was properly hydrated and insulin was given before the customer was able to go home.